Event description:
It was reported that the table was shutting down during scans causing the patient to be rescanned. It was found that they were frayed wires in the track shorting out the circuit boards. Once these were replaced the system is working as intended.